Manufacturer narrative:
Complaint evaluation the bench tech evaluated the device and confirmed the reported problem. Customer resolution and conclusion upon conclusion of the evaluation, it was determined that this was a malfunction of the defibrillator capacitor, which was replaced, and the device was returned to full functionality. The device returned to customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device failed operation checks(charge-shock failure). There was reportedly no patient involvement.